Event description:
This system was explanted due to infection and was discarded by the hospital. Corox otw 85-bp, MDR 1028232-2009-01346. Linox s 65, MDR 1028232-2009-01347. Setrox s 45, MDR 1028232-2009-01348.